Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, upon aspirating and flushing the sheath mid procedure physician pointed out that there was a noticeable leak in the flush line. The sheath was replaced and the procedure was completed successfully without patient complications. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. Upon aspirating and flushing the sheath mid-procedure a noticeable leak in the flush line was observed. The sheath was replaced and the procedure was completed successfully without patient complications. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.